Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range, hv lead impedance measurements were observed. Physician decided to monitor the patient through merlin.net transmission and not to take any further actions. Patient's condition was good.